Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 06606 were returned and analyzed. The data files showed at least 9 applications were performed with the returned balloon catheter on the date of the event with no system notices and issues. The failure files confirmed system notice (B)(4)¿fluid detection in catheter¿ on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. The performance test was not performed due to the persistence of system notice (B)(4). Dissection showed also the trace of blood inside the handle, pressure testing showed a guide wire lumen breached under the inner balloon. In conclusion, the reported system notice was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.